Manufacturer narrative:
H3: one device was returned for evaluation in used condition. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. The devices were visually inspected. There were no anomalies noted upon visual inspection. The device was placed in a water bath. The leak was observed from the top of the cuff tube seal. The allegation made by the complainant was confirmed. The probable cause of the leak was due to a welding error.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a noticeable leak where the cuff meets the tube. This was very clear when the tube was immersed in water. The reporter noted that the patient had been intubated, and pre-checks indicated that the tube was fine. Then the patient desaturated, and the tube was changed. The patient was an adult. There was patient involvement, but no adverse harm reported.